Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that there was an alleged failure of the device to perform as intended. Implant was removed. Event unknown. Tooth location 30.

Manufacturer narrative:
During investigation, item number was updated. The following sections have been updated: b4: date of this report d1: device brand name d4: device catalog number g4: date received by manufacturer g5: 510k number g7: report type h2: follow up type h10: manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of use, dried blood and bone and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. No device malfunction was confirmed. The reported event cannot be verified. A root cause cannot be established. The following sections have been updated: b4: date of this report. D4: device expiration. D4: UDI. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.